Event description:
The customer's spouse reported via phone call that the customer's blood glucose was dropping significantly between 12am-2am. Customer had a low blood glucose of 40 mg/dl, 50 mg/dl, 62 mg/dl, and 70 mg/dl in the last 2 weeks. Customer's spouse was trying to reduce the basal rate. Customer's spouse stated that the customer also has asthma and upper respiratory issues. Customer had steroid injections that caused elevated blood glucose. Customer's current blood glucose was 102 mg/dl. It was found that the customer primes and rewinds while they are showering. Customer also follows technique properly. Customer's spouse was advised of off-label use. Customer's spouse was assisted with correcting the programming. Customer's spouse requested to be able to set a temporary basal from 8pm-7am until they can seek assistance from a health care professional. Customer's spouse was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.